Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer´s blood glucose levels oscillate. After reviewing the ids memory log, she reports that the pump does not save all errors and that missing errors are not displayed on the screen.